Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3217ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. The nurse was not aware of this event, however, the patient has resumed therapy successfully. The patient did not report any issues with overfill. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A device history review was performed and no issues were found related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).